Manufacturer narrative:
Additional information has been requested. This report will be updated should further information be received.

Event description:
Boston scientific received information from a clinician that this pacemaker's programmed parameters unexpectedly changed to nominal values. Boston scientific technical services (ts) was contacted for assistance. Ts discussed that this could be caused by a device reset or the programmer detected an invalid parameter value. Ts advised to send in device data for analysis and replace the pacemaker. This pacemaker remains in service. No adverse patient effects were reported.